Event description:
It was reported by service report that the head of the bed would not descend. The footboard was damaged and cracked in the outer housing. It is unk if there was pt involvement or if there are adverse consequences to report.